Manufacturer narrative:
A pd investigation summary was performed. The investigation of the complaint articles has shown that: the locking mechanism is set in manufacturing during the assembly process. After assembly a tight fitting pin is inserted through the oblique head element hole to ensure that the prong of the locking mechanism is not blocking the hole. Extensive testing was completed that shows that the locking mechanism remains in the set position during vibration and transit to the hospitals (plm #0000095733 and pkc2800.064). The design allows for clearance within the assembly per the tolerance stacks (plm #0000091188, #0000091276, and #0000093083). However, the wear along the top surface of the lock drive indicates it was positioned too high during the assembly of the insertion handle to the nail with the connecting screw (03.037.010). The surgeon was still able to insert the head element (lag screw), but was unable to advance the locking mechanism due to the ¿jamming¿ effect of the connecting screw. Based on the information provided, I find this complaint to be valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail - advanced procedure the surgeon was unable to advance the set screw in the top of the nail. The nail was removed and this delayed the case approximately 15 minutes. The nail and lag screw were replaced with other devices, from the similar, older trochanteric fixation nail system. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that for manufacturing it revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.